Event description:
A surgeon reports 5 pts with topographically-observed "central islands" (corneal irregularities) following custom myopia laser procedures. This pt was found to have a 3-line decrease in bcva in the right eye and a 2-line decrease in the left eye at the 7-week post-operative exam. This report is being submitted for the right eye. The left eye is being reported under manufacturer report number 1061857-2007-00020. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery. Additional info has been requested.

Manufacturer narrative:
The evaluation/investigation, including root cause determination is in progress. This alert notification was initiated on 02/21/2007.